Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that syringe 3ml ll 200 s/c was cracked. The following information was provided by the initial reporter: material no: 309657 batch no: 0198027. It was reported that there was a ~5-6cm crack on the side of the syringe. Verbatim: I was drawing up the diluent for the pfizer vaccine with a 3 ml syringe and noticed that the diluent was coming out of the sides of the syringe. Upon further inspection, I noticed a ~5-6cm crack on the side of the syringe. I immediately threw out the syringe and needle and got a new one.

Manufacturer narrative:
Initial reporter additional email address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll 200 s/c was cracked. The following information was provided by the initial reporter: material no: 309657 batch no: 0198027. It was reported that there was a ~5-6cm crack on the side of the syringe. Verbatim: I was drawing up the diluent for the pfizer vaccine with a 3 ml syringe and noticed that the diluent was coming out of the sides of the syringe. Upon further inspection, I noticed a ~5-6cm crack on the side of the syringe. I immediately threw out the syringe and needle and got a new one.